Event description:
It was reported. That a m.blue 0 valve (part # fx800t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve does not hold pressure setting. The complaint device is still implanted and not yet available for further evaluation. The patient is stable and this neurosurgeon will see the patient back in clinic in 3-4 weeks. The patient will undergo a lateral skull x-ray prior to the next appointment so that the setting can be verified via radiographic imaging. No patient data were submitted. Affects the same patient as medwatch #3004721439-2022-00170, who is now being followed by a different neurosurgeon at a different facility.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturing and quality control data: because the serial number of the device is unknown we are not able to trace production and quality control data. We confirm all parameters have been inspected and approved during the manufacturing. We assure that production and quality control ensure that only products that conform to specifications are made available on the market. Conclusion information: an investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis.

Event description:
No investigation possible.

Manufacturer narrative:
Manufacturing site evaluation: investigation on- going. Should relevant additional information /investigation result become available, a supplemental medwatch report will be submitted.

Event description:
Additional informations were submitted. The sales manager received a call regarding the complaint final response letter. He stated that the complaint was created due to the valve setting changing on its own, not because the valve required adjustment. It is suspected that patient playing with the device but there is no evidence to confirm this. It was also communicated that the device will be explanted due to an infection, an explant date was not given.